Manufacturer narrative:
The customer did not return the suspected contour next one meter for evaluation. Therefore, a device history record was reviewed for the suspected meter and no manufacturing anomalies were found. Additionally, the packaging records were reviewed for the suspected meter and it was found that the meter was configured with the correct units of measurement of mmol/l for the market of united kingdom. Section h4 of the initial report indicted the device manufacture date for the contour next one meter with serial # (B)(6) as 09-feb-2018. The correct device manufacture date is 11-feb-2018. Section h4 has been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) alleged that their contour next one meter switched the units of measurement from mmol/l to mg/dl. The customer stated that she obtained a reading of 196 mg/dl and interpreted it as 19.6 mmol/l. The customer took 40 units of humalog fast-acting insulin based on the reading of 19.6 mmol/l and woke up next morning with hypoglycemic symptoms. The customer took caramels and recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.